Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was attributed to a defective lcd display. The lcd display was replaced to remedy the problem. Pictures of the device does indicate signs of device impact or user mishandling. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.